Manufacturer narrative:
Product ID 8784, lot#, serial# (B)(4), implanted: (B)(6) 2019, explanted:, product type: catheter. Product ID 8780, lot#, serial# (B)(4), implanted: (B)(6) 2019, explanted:, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 05-oct-2020, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 10-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was indicated that the on (B)(6) 2021 the patient reported to the clinic, during a scheduled visit, that he didn¿t feel he was getting relief from the pump. A catheter dye study was conducted on (B)(6) 2020 with minimal fluid return. The physician therefore scheduled a catheter revision. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that there were no external issues. The issue was not resolved as of 2021-apr-07. Surgery was scheduled to occur on (B)(6) 2021. The patient's medical history was noted as having been requested but was unknown.

Event description:
Additional information was received from the device manufacturer representative indicated that the catheter was moved from t11 to the interspace of t8/t9. It was reported that the catheter was possibly too low for the patient's pain pattern. It was confirmed that the catheter had no issues.

Manufacturer narrative:
Continuation of d10: product ID: 8784; lot#serial#: (B)(6); implanted: on (B)(6) 2019; product type: catheter; product ID: 8780; lot#serial#: (B)(6); implanted: on (B)(6) 2019; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.